Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent button response due to a corroded keypad. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer called in to report a button error alarm due to moisture. The customer kept the device in the middle of her bra. The customer's blood glucose level was estimated to be 187 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.